Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe barrel cracked during use on the bd discardit¿ non-sterile two-part syringe. The following information was provided by the initial reporter: syringe barrel cracks during use (when filling the fluids, but before patient use).

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309040 and lot number 0197487. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the reported issue was confirmed; however, the exact cause could not be determined. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any faulty material that is identified. H3 other text : see h10.

Event description:
It was reported that the syringe barrel cracked during use on the bd discardit¿ non-sterile two-part syringe. The following information was provided by the initial reporter: syringe barrel cracks during use (when filling the fluids, but before patient use).